Manufacturer narrative:
The tech isolated the issue to a clogged valve. He replaced the head up valve to repair the bed.

Event description:
Info received indicates the head up function is not working on the bed.